Event description:
Additional information later reported the patient had a clinic visit on (B)(6) 2013. At that time the patient had no redness nor swelling over the incision site and she was "moving more easily" on an infusion rate of 140 mcg/day.

Manufacturer narrative:
Analysis of the catheter revealed that the sutureless connector had an indent in the seal and an occlusion related to the field allegation. Specifically, with microscope inspection a circular indent in the bottom of the cup of the sutureless connector (sc) consistent with the inner diameter of the tip of the outlet port of the pump. A significant majority of the indent was located in the silicone material of the cup of the sc. This indicated the connection between the sc and the pump's outlet port may possibly have been occluded. Even though event information suggested a catheter breakage, analysis indicated the catheter that was returned was cut. The ends where segment 1 matched up to segment 2 were both smooth in appearance and when viewed in cross section, both ends were round in shape as opposed to a catheter that broke due to compression. When a catheter breaks due to having been compressed, the cross sectional view of the broken end would be typically oval in shape. It is unclear what ¿catheter break occurred¿ referred to. Finally, in an area .5 cm from the distal end of segment 1, there appeared to be tool marks on the surface of the catheter. The marks indicated that possibly a hemostat was applied in this area. During pressure testing, initially no leaking was seen, but as the pressure was increased and held, it then began to leak. It was assumed the hemostat was applied during the explant procedure.

Event description:
It was reported that the patient was not responding to increased dosing since the pump and catheter were implanted. On (B)(6) 2012, the infusion rate was increased to 165mcg/day. On (B)(6) 2013, the rate was increased 215mcg/day. On (B)(6) 2013, the rate was increased. On (B)(6) 2013, the rate was increased to 284mcg/day. The patient lost a great deal of range of motion and had intermittent swelling over the back incision site since the pump and catheter were implanted. The patient experienced increased spasticity. The catheter was replaced. A catheter break occurred; the neurosurgeon felt there was a tear in the catheter where it exited from the spine. A pseudomeningocele existed at the catheter entry site at the spine. The device system was used to deliver gablofen. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter; product ID 8709sc, serial #(B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information later reported the pump would be explanted soon as the family didn¿t feel like the therapy was working well so they wanted it out. The patient¿s father never really wanted it and it was a complicated situation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information later reported the hcp planned to shut the pump off.

Manufacturer narrative:
Concomitant product(s): product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Additional information later reported the patient had developed a csf leak after the catheter was replacement was performed on (B)(6) 2013. This csf leak was identified on (B)(6) 2013 when the patient had a post-op follow up visit with the implanting neurosurgeon. When informed that a surgery to repair the leak was indicated the parent's stated they did not want further surgeries related to the therapy. It was also noted the patient's symptoms did improve after the replacement on (B)(6) 2013. When the patient was seen in the managing physiatrist's office on (B)(6) 2013 the patient's mother stated "I don't have to pry her legs apart when changing her diaper" and the clinician noted the muscle tone was improved. There were no suspected issues with neither the pump nor the newly implanted catheter. The pump and catheter were operating normally and the neurosurgeon felt there was a csf leak around the outside of the catheter. The pump and catheter were explanted (B)(6) 2013 and at that time the reporter had called in to get the code to permanently shut off the pump. As of (B)(6) 2013 the patient had not been seen nor followed up by the facility since the catheter and pump were explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.